Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported whenever they have their settings changed at the hcp office, they lose their settings completely and they start to shake from both sides. The patient did successfully turn their therapy off at night and on in the morning. No further complications were reported as a result of this event.